Event description:
The distributor reported that during installation of the system a loud bang was heard. Inspection of the system found the high voltage cable was charred.

Manufacturer narrative:
The system was evaluated by an authorized distributor and found the high voltage cable had become charred. The cable was replaced and service completed the install.